Event description:
It was reported that the patient had no stimulation sensation for the past 2 days. The patient purchased a fresh regular alkaline battery from the store and when she inserted it in to the programmer she confirmed that light was showing up on the back of the programmer but no other lights were on. It was possible that the ins may need to be replaced as she had been needing replacements approx. Every 3.5 years; it had been about that time frame now. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3487a-33 lot # j0454723v implanted 2004-(B)(6) explanted unknown; lead model # 3487a-33 lot # j0444336v implanted 2004-(B)(6) explanted unknown; extension model # 748925 lot # nhu062248v implanted 2004-(B)(6) explanted unknown; extension model # 748925 lot # nhu062249v implanted 2004-(B)(6) explanted unknown; programmer model # 7435 lot # nft047212p.